Event description:
It was reported that the touch less plus catheter package was halfway down the seam there was slit and notch cutting in an inch on each side and they had found this to be difficult to open. The customer had to always used scissor. The package also had the wrong tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the touch less plus catheter package was halfway down the seam there was slit and notch cutting in an inch on each side and they had found this to be difficult to open. The customer had to always used scissor. The package also had the wrong tubing.